Event description:
It was reported that implantable lead was surgically abandoned during implant due to high pacing thresholds and lead damage. The physician suspected that the lead was broken. No additional adverse patient effects were reported.